Manufacturer narrative:
Complaint confirmed, the impactor cap was found to be broken. The loose fragment was also cracked and discolored. The handle of the device was found to be dented and discolored. Likely cause of the damage observed are user-applied mechanical forces; improper cleaning.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a surgery chisel cap shattered when it was hit with the hammer. It was further reported that the fragments were scattered inside the patient and that it could be that this caused some kind of contamination. No further information were provided. Update 04-nov-2020: further information were provided that the reported event occurred during a foot and ankle surgery with micro fracturing. The surgeon further reported that the fragments were removed and the wound irrigated accurately. However the fragments were very small and removal of all of them could not be guaranteed.